Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B1: type of report: reported issue is both an adverse event and product problem b2: other details: other b5: describe event: it was reported while using bd vacutainer® safety-lok¿ blood collection set, the safety feature did not engage correctly resulting in dirty needle stick injury. Imdrf annex e grid (1)-a0509 - physical resistance / sticking (2578/1597). Imdrf annex f grid (1)-f11 - minor injury/ illness / impairment. Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual examination and no abnormalities such as damage or molding defects of the safety shields or the wing hubs were found. Also, the activation of the safety shields was checked using 8 retained samples and nothing abnormal was found with the breakaway force, sustaining force, or security force as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of difficult to activate causing needlestick based on retains testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set, the safety feature did not engage correctly resulting in dirty needle stick injury.

Manufacturer narrative:
In this MDR, bd headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nipro is an OEM manufacturing site. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set, the safety feature did not engage correctly. No adverse impact was reported regarding the patient or user.